Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suture cut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated /confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tip to be related to the customer reported complaint. The large suture cut needle driver instrument was found to have a broken grip at the grip base and a piece approximately 0.091" x 0.308" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of the broken instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the large suture cut needle driver (part number 471296-07/ lot number n11210510 0111) associated with this event has been performed. Per logs, the large suture cut needle driver instrument was last used in a procedure on (B)(6) 2022 via system rsk8030. The alleged instrument had 4 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system rsk8030. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was alleged that the large suture cut needle driver instrument broke and a fragment fell into the patient during procedure. The fragment was retrieved during the same procedure with no patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the 8mm large suture cut needle driver instrument jaw broke off on one side while sewing. The piece was retrieved from the patient. The procedure was completed with no reported injury. The large suture cut needle driver instrument is designed to grab and manipulate needles to enable suturing during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.